Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2010, dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was unable to capture at maximum device output, capture was successful at ten volts from analyzer. The lead was turned off, attempted replacement failed, patient may undergo replacement in the future. It was also reported that during implant of a new lv lead the physician was unable to advance a stylet or guidewire down the lumen. The lead may have a defect in the proximal one centimeter of lead lumen. The lead was removed and not implanted. No patient complications have been reported as a result of this event.